Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and observed that he device had an unexpected device reset and could not deliver defibrillation energy. The cause of the reported issue was determined to be the white energy capacitor wire being disconnected from the j18 spade connector. The capacitor wire was reconnected to solve the reported issues. The customer received a replacement device. The customer's device was archived by stryker.

Event description:
During evaluation, stryker observed that the customer's device would not deliver defibrillation energy and would unexpectedly power cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.